Event description:
Event description: 'having issues with rosen wires - we had 3 today that have bent in weird ways. All for the same lot' 'when taking wire out of body they are ending and the inner core is sticking out' what troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: none. What is the next course of action?: none. Patient present at time of event?: yes. Patient complications: no patient complications. Event date: (B)(6) 2022.

Manufacturer narrative:
No device was returned. As reported: "event description: ecn event description: 'having issues with rosen wires - we had 3 today that have bent in weird ways. All for the same lot' 'when taking wire out of body they are ending and the inner core is sticking out' what troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: none what is the next course of action?: none patient present at time of event?: yes. Patient complications: no patient complications. Event date: (B)(6) 2022." A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, [?]'unknowing/unclear due to insufficient information'' may have impacted on the event as reported.

Event description:
Event description: 'having issues with rosen wires - we had 3 today that have bent in weird ways. All for the same lot' 'when taking wire out of body they are ending and the inner core is sticking out' what troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: none what is the next course of action?: none patient present at time of event?: yes patient complications: no patient complications event date: (B)(6) 2022.

Manufacturer narrative:
No device was returned. As reported: "event description: ecn event description: 'having issues with rosen wires - we had 3 today that have bent in weird ways. All for the same lot' 'when taking wire out of body they are ending and the inner core is sticking out' what troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: none what is the next course of action?: none patient present at time of event?: yes patient complications: no patient complications event date: (B)(6) 2022" a review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, 'unknowing/unclear due to insufficient information'' may have impacted on the event as reported.